Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula attributing to bleeding/bruising at the infusion site, and both the soft cannula and exposed hard cannula were found bent. Blood was confirmed on the device. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. A leak was found in the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that needle mechanism did not fully retract as intended during activation, while wearing the pod between 4 and 24 hours on the leg. The cannula was also bent/kinked. For treatment, the patient changed the pod out for a new pod.